Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's femoral artery. According to the m.d., the iab insertion was uneventful. When intra-aortic balloon pump (iabp) support was initiated, the pump alarmed high pressure and the iab did not inflate. As a result, the m.d. Removed the iab. The m.d. Requested another iab for insertion. On (B)(6) 2012, according to the manager, clinical support, the m.d. Removed the sheath and the patient was doing well. Additional information received on (B)(6) 2012 from the manager, clinical support stated that the m.d. Did use fluoroscopy and this is how the m.d. Determined that the iab was not inflating. As a result, the iab was removed and a competitors iab was inserted using the same insertion site. The replacement iab functioned without a problem.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.